Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6)2019 the patient felt like their legs were going to fall off and wanted to know why this happened. The programmer showed that stimulation was on. The patient still felt uncomfortable stimulation in their legs but it wasn't as bad as the previous night. Their stimulation was recently turned off for an EKG. It was suspected that the therapy had accidentally turned on while the amplitude was up too high the previous night. The patient's stimulation was at 5.60 volts and patient lowered the stimulation to 5.10 volts and the patient reported that it felt comfortable. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked what the cause of the sudden uncomfortable stimulation was the patient reported they didn't use it for 2 or 3 months and the battery was dead. They noted that now it was working and everything was ok. No further complications reported.